Event description:
It was reported that prior to starting a da vinci si surgical procedure part of the tips fell off the small clip applier instrument before it was inserted into the patient. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported issue. Both clip applier grips were broken toward the tip point. The customer did not return the broken parts back with instrument. The damage is likely due to mishandling. Additional finding is scratches on pulley. There were scratches on the surface of the distal pulley. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.